Event description:
The customer called for help with her contour meter. She performed control tests during the call and received results of 246 and 251 mg/dl. The normal control range was 105-145 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips and a new meter were sent to the customer.